Event description:
A distributor in (B)(6) reported that the connector of an expiratory limb of an rt225 infant bias flow breathing circuit was missing. This was reported prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint breathing circuit was returned to the manufacturer and visually inspected. Results: the visual inspection revealed the connector of the expiratory limb to be missing, confirming the reported fault. The visual inspection also revealed damages to the 4th and 5th corrugation of the expiratory limb where the connector is missing. Damage was also observed on the expiratory limb cuff where the missing connector is fitted. A lot check revealed no other complaints of this nature for this lot number. Conclusion: all rt225 breathing circuits are pressure and flow tested for leaks prior to distribution. Any breathing circuit which does not pass the pressure test is discarded. It is highly unlikely that the affected rt225 breathing circuit would have left the production line without the connector, as pressure and flow test would not be possible without the connector. This suggests that the damage observed on the returned complaint circuit occurred post production. Our user instructions that accompany this product states: "check all connections are tight before use" "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient"